Manufacturer narrative:
Na

Event description:
It was reported that the patient presented with 2:1 block with intermittent ventricular capture at outputs lower than 7 v at 1.0 ms. Lead impedances in both unipolar and bipolar were 244 and 303 respectively. The lead was capped and replaced.